Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. The blood glucose reading at the time of admission was 62 mg/dl. Customer was unsure of what led to this event. He stated that even after eating carbs he noticed the blood glucose continue to drop. He stated that his doctors did not know what was going on. The blood glucose reading at the time of the call was 172 mg/dl. Nothing further was reported.